Event description:
Device 4 of 4. Reference MFR. Report: 1627487-2013-13515, 1627487-2013-13516 and 1627487-2013-13517. The patient has 4 leads from different lot numbers, reporting on all leads. It was reported the patient had lost stimulation coverage after he had back surgery. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.